Manufacturer narrative:
An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up information will be sent via a follow up medwatch. (B)(4).

Event description:
As reported on (B)(6) 2015 via international territory manager, while investigating a pad burn on another patient, user facility made territory manager aware of a second incident at the same account. Patient was having a right renal ablation. No problems with the generator or alarms were observed. One (1) ablation cycle as per protocol. The pads were placed on the patients thighs, no sweating or dampness was observed. Blankets were not placed on the patient. The pads were monitored regularly. The patient's thighs were noted to be slightly pink but no burn was observed during the time spent in recovery. No ointment was applied while the patient was in the department. No surgical intervention was necessary. The patient remains alive and has been seen regularly in clinic. The wound remains unbroken.

Manufacturer narrative:
The customer's reported complaint description of "the patient's thighs were noted to be slightly pink but no burn" is not confirmed. As the device was not returned for evaluation, a definitive root cause of the burn could not be determined. This does not appear to be the result of a manufacturing failure. A lot history records search of the lot found during the ship history revealed no quality related issues or manufacturing deficiencies at the time of manufacture. The dispersive pads are a finished purchased device supplied to angiodynamics by (B)(4). A supplier corrective action request was emailed to (B)(4) for evaluation, root cause determination and a corrective action. Per the supplier action request results from (B)(4). The root cause was noted there is no indication that this lot was not assembled to angiodynamics specifications. As stated in the IFU for this product, there is a risk of pad burns when using any electrosurgical device. Based on the low frequency, no recent trends, no issues noted in the lot history records for the reported packaging and component lots, and adequate process controls in place, no corrective action to be taken by angiodynamics at this time. (B)(4). The follow up MDR for this complaint record was originally submitted on 02/17/016 via (B)(6). Due to e-submitting requirements, it was returned for resubmitting. Device not available for return.